Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, a crease smooth opening assessed to a fold flaw opening also broken sharp in the plug strap assessed as unidentified tear opening and missing pieces of the shell assessed as to inconclusive. Additional observations: ¿ crease fold observed in the device. ¿ wear abrasion observed in the device. ¿ yellow particles observed inside of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation and capsular contracture baker grade unknown. Healthcare professional additionally reported " hole, non-specific." Patient undergone subtotal capsulectomy. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, capsular contracture baker grade unknown.